Event description:
It was reported that the non-pacemaker dependent patient presented to the ER after he had a syncopal episode, passed out and hit his head on an object. The physician suspected that undersensing of an arrhythmia resulted in the syncope. A chest x-ray revealed an anomaly on the lead insulation. During revision, externalized conductors were observed. The lead was capped and replaced. There were no patient complications associated with the lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.